Event description:
The patient had bilateral silicone implants placed in 1989. The patient's left breast implant had ruptured and was removed on in 2004. The right implant was also removed at the time of surgery and bilateral saline implants were placed.